Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was concern over possible premature battery depletion for the implantable cardioverter defibrillator (ICD) due to an estimated longevity of 10 months remaining after being implanted for approximately one and a half years. Technical services (ts) was consulted to review the data. Upon review, ts determined that the device was depleting normally per programming and patient condition. Ts discussed that the higher power consumption was related to right atrial (ra) pacing and low out of range ra lead pacing impedance measurements of less than 200 ohms. The field representative noted that the cause of the low measurements was not determined and at this time no action has bee taken. The lead remains in service and no adverse effects were reported.